Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump bolus. Customer stated they did not contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer does not allege insulin pump was under delivering. Customer declined high pressure test. It was unknown whether the auto mode feature was use or not. The insulin pump will not be returned for analysis.